Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube identified a break at 83.2cm distal to the distal strain relief with multiple kinks noted along the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion revealed no issues with the outer / mid-shaft sections or the inner lumen of the device. A microscopic examination of the stent revealed no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. A microscopic examination of the balloon cones was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Microscopic examination of the tip identified the bumper tip was stretched along the mandrel.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.